Event description:
Customer reported that the t:slim x2 pump battery would not charge, even after trying different power adapters and cables. There was no adverse impact to the customer's blood glucose level. Customer will continue using the current pump with the option of multiple daily injections (mdi) if needed. Technical support arranged for a replacement pump to be sent and instructed the customer on the steps to take upon its arrival, including returning the faulty pump within 10 days.